Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. All the malfunctions involved a patient with no reported patient injury. Patient information was not provided for any of the patients.

Manufacturer narrative:
H10: for the three reported malfunctions, two provided a lot number and a lot history review was performed. For one of the malfunctions, the device was returned and the investigation is unconfirmed for the reported failure as the device functioned properly under laboratory conditions. For another malfunction, the device was returned and confirmed for fluid leak as a longitudinal split was noted on the outer catheter was noted approximately 7.7cm from the distal end of the luer. A definitive root cause could not be determined. The devices are labeled for single use. Of the three reported malfunctions, one was determined a duplicate file. Therefore, the quantity of reported malfunctions is two. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the three reported malfunctions, two provided a lot number and a lot history review will be performed. For one of the malfunctions, the device was returned and the investigation is unconfirmed for the reported failure as the device functioned properly under laboratory conditions. For another malfunction, the sample was not returned, therefore the investigation is inconclusive as no objective evidence was provided for evaluation. For the third malfunction, the return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. All the malfunctions involved a patient with no reported patient injury. Patient information was not provided for any of the patients.